Manufacturer narrative:
On (B)(6), 2011, a doctor reported that the retaining screw fractured in the implant. Half of the screw was retrieved and the other half of the screw remains in the implant. No further details were provided. An investigation is currently in progress. The results of the investigation will be submitted in a follow-up report

Event description:
On (B)(6) 2011, a doctor reported to sybron implant solutions that a c.a.s. Novobase post retaining screw fractured.